Manufacturer narrative:
The lot number and model numbers are not known, therefore, device mfg and expiration dates cannot be determined. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. At this time we are unable to determine the relationship between this device and the cause for this event. If any additional relevant info is received, a supplemental medwatch will be filed.

Event description:
An hta procerva procedure set unit was used during a hysteroscopy procedure, event date unk. According to the complainant, one week post procedure the pt experienced pain and fever. The pt suffered from an enlarged, tender uterus and was diagnosed with hematometra. The uterus was drained in the physician's office and the pt felt better once antibiotics were administered. A week later the pt experienced the same condition of pain and fever. The pt suffered from an enlarged and tender uterus with more fluid seen in the cavity. Pt opted for a hysterectomy rather than a second drainage and felt better once this procedure was carried out. The pt is recovering well. Although several attempts have been made to obtain further pt follow up from the physician, there is currently no additional info available regarding this event.